Event description:
It was reported that the spinal cord stimulation patient was experiencing intermittent pain and discomfort at their implantable pulse generator (ipg) pocket site. The pain and discomfort were moderate to severe in intensity. The physician assessed that the ipg had migrated and tilted. The patient underwent a pocket revision procedure in which the ipg was re-sutured in place and the patient is expected to fully recover.